Event description:
The device was returned for routine maintenance (software update). Testing found the device was delivering 25% of the specified energy output. No pt was involved.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user. The device was returned for routine maintenance (software update). Testing found the device was delivering 25% of the specified energy output. Investigation found that the low energy delivery was due to a failed transformer on the defibrillator board. The defibrillator board was replaced to correct the problem and the device then operated correctly. The device subsequently passed acceptance testing before being returned to the customer.